Manufacturer narrative:
On (B)(6), customer followed up and reported the pump battery was 65% and "seems to be charging." Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently charging. The customers blood glucose level was not impacted. Reportedly, the pump battery gauge dropped while the pump was plugged into a power source. During troubleshooting with tandem technical support, the customer was unable to plug pump into a wall outlet . The customer was sent a usb cable and wall adapter.